Event description:
On (B)(6) 2013, the reporter contacted animas and alleged that there was an issue with the bolus history. There was no additional information available for this complaint. Attempts have been made to contact the reporter for more information with no success. This complaint is being reported because the reported issue was unable to be resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during investigation, the pump booted on to the verify screen with audible and vibratory features. The pump was exercised for the 24 hour duration period with a 2.0u/hr basal rate; at the end of duration test the total daily dose history correctly showed 48.0u. A 10u normal bolus and a 10u audio bolus were performed successfully and both were accurately recorded in the pump history. No hypersensitive keys were observed. Both the total daily dose and bolus history were found to be recording insulin deliveries correctly. The pump passed a delivery accuracy test; the pump was found to be operating within required specifications and delivering accurately. No alarms occurred during testing. Unrelated to the complaint, a time/date reset after power on resets was observed in the black box; evaluation revealed that the internal clock battery was leaking. The history settings issue was not albe to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.